Event description:
A journal article was reviewed that contained information regarding this lead. The lead had "failed." Product status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "long-term complications related to biventricular defibrillator implantation: rate of surgical revisions and impact on survival: (B)(4)." Circulation. June 7 2011;123(22):2526-2535.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database. Europace. 2016;18(9):1391-8.

Event description:
Additional information received from follow up indicated the patient received inappropriate shocks and the right ventricular (rv) lead contained an apparent fracture.